Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 08-jul-2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition 1 drawer not detected on bus and 1 drawer is constantly failing was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4) the fse reported that it replaced retractors for drawer 3&4. The report was closed. During dchu visual inspection: pn 353844-01 (a): it was observed cross continuity between different copper strands which lead to the observed thermal damage. Pn 353844-01 (b): it was observed a visible bent in the assembly which affected its natural form. Pn 353844-01 (c): it was observed a visible bent in the assembly which affected its natural form. Pn 353844-01 (d): it was observed cross continuity between different copper strands which lead to the observed thermal damage. During dchu testing: pn 353844-01 (a): the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. Pn 353844-01 (b): the testing form dchu was not required due to the physical damage observed on the assembly. Pn 353844-01 (c): the testing form dchu was not required due to the physical damage observed on the assembly. Pn 353844-01 (d): the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the complaint 1 drawer not detected on bus and 1 drawer is constantly failing was due to: a short between adjacent copper strands of both assy retractor dwr hh cubie (a & d) (pn 353844-01) which led to the observed thermal damage and compromised the drawer's proper functionality. A bent on both assy retractor dwr hh cubie (b & c) (pn 353844-01) which compromised the physical functionality of the assembly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.2 and 3.2 failed and not detected on bus, which located on sjb pcu. As per part investigation, it was determined that there was thermal damage due to short between adjacent copper strands of assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.